Event description:
The customer reported the ventilator went vent inop and alarmed when powered on. The vent condition was due to three reset problems within 2 hrs. There was no pt involvement. The respironics svc tech reported the ventilato would restart and alarm every time it was powered on. The svc tech replaced the sensor board to connect the problem. Performance verification testing was performed and all tests passed per operating specifications.